Event description:
It was reported that there was a change in sensing and capture measurements as a result of lead dislodgement. The physician decided to explant the lead. The lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.